Event description:
Information received by medtronic stated that the customer received a stuck button alarm, non-delivery alarm and it also rejects new batteries. No further patient complications were reported. A replacement process was not initiated for the serialized device and the product will not be returned for analysis. A follow up was initiated to gather further details on the product.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.